Manufacturer narrative:
The returned device was evaluated and performed as designed. The investigation found no defects or deficiencies that would contribute to the reported high blood glucose levels. The data on the pod and pdm (personal diabetes manager) were reviewed and no boluses were found to be administered on (B)(6) 2018.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16, checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels exceeded 27.8 mmol/l (500 mg/dl) while wearing the pod. Several correction boluses were administered using the pod but they did not reduce the patient's bg levels sufficiently. The pod was removed and manual insulin injections were administered to treat the hyperglycemia. Ketones were present (values unknown) and the patient experienced stomachache, nausea, and respiratory distress. On (B)(6) 2018 at 1:00 pm, the patient went to the hospital where she was treated with a sodium chloride (nacl) infusion. A new pod was applied and the patient's ketones were 0.2. On (B)(6) 2018, the patient was discharged from the hospital. The patient's blood glucose and insulin history is as follows: (B)(6).